Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events where connector between site and tubing broke. The issues occurred with four similar types of infusion sets between (B)(6) 2024 to (B)(6) 2025. The infusion set was used for two and half days. The blood glucose level of the patient was high which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.